Event description:
It was reported that the patient faced infusion set issues on (b)(6)2026, since caller reported infusion set was accidentally pulled out during use due to tubing catching on something or pump falling, patient had high blood glucose and treated with multiple daily injections.

Manufacturer narrative:
(b)(4) / Initial 1 of 4.Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting Site: 8021545.Manufacturing Site: 3003442380.